Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in inexplicable high blood glucose levels for some days. The cartridge, tubing and cannula were changed several times and additional boluses were administered via the pump, but the glucose levels remained high. As a result of this, the customer was admitted to hospital and received insulin injections as treatment. The infusion device was not in use during that time.

Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.